Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Device evaluation: one (1) unit was received without its original package, in used condition. Visual inspection of the returned sample found a crack was observed at the circuit connector. The complaint was confirmed. Based on the analysis on the returned unit, and review of the mitigations during the manufacturing process, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the user "discontinued use due to cracks in the female luer connector". The event occurred in mar-2024. This occurred before patient use/during priming. There was no patient involvement and no harm/adverse event reported.